Manufacturer narrative:
The sample was tested by manual tube method using panocell-10. The sample reacted weak positive with cell 7( kell positive) at the anti-human globulin phase only; results were negative at 4°c, rt and 37°c. We tested the same sample on an in-house galileo with capture-r ready screen(4) lot k248. The result was negative. Known samples positive and negative for anti-k reacted as expected. We tested the sample using gel card system and the sample reacted negative. Additionally, we tested the same sample with papainized cells and the reaction was weak positive in the relevant column. The event appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen 4 (crrs 4) on the galileo. The sample was tested in a cross-match assay and showed a positive reaction with kell positive donor. The patient sample is kell negative.